Manufacturer narrative:
Product evaluation: 1 un-sealed sample, part number 312120115e, from lot number [no information], was received for analysis. There was a residue consistent with biological contaminants compacted in the diamond grit tip. Visually, the nylon thread became detached from the outer tube at the distal end which would have resulted in the reported event. The customer indicated the damage occurred during use. The thread is wrapped onto the tubing using an automated coil winder. The assembly drawing indicates the thread shall be terminated in the groove at the distal end and shall not visible underneath the thread windings. During manufacturing a ¿secure thread check¿ is performed which states: verify thread is secured to assembly with no excessive adhesive or exposed thread at either end of bur tubing. This step is performed just prior to final packaging. Based off of the available and evidence, the information most likely indicates the distal end of the nylon thread inadvertently became damaged during handling which resulted in the unwinding.

Event description:
It was reported that during an ees (endoscopic ear surgery) ¿the nylon on the bur became frayed soon after use.¿ some fragments did break off of the thread; however, it was confirmed that they were all retrieved. A backup device was used to complete the procedure, there was no patient impact.